Event description:
It was reported that the patient's ams 800 artificial urinary sphincter stopped working over two months ago. The surgeon suspected that the cuff was too large for the urethra due to a possible urethral atrophy. A revision surgery was carried out, and it was noted that the cuff was indeed too large, and a smaller cuff was needed to be attached. However, the surgeon also discovered air in the system, and he decided to remove and replace the entire device as he was unsure if there was a leak in the system.

Event description:
It was reported that the patient underwent a surgical procedure to explant and replace this artificial urinary sphincter (aus) as the cuff was suspected to be too large. During the procedure the surgeon noted the cuff was, in fact, too large and the system appeared to have air in it. Due to the potential of a system leak, the surgeon elected to remove the entire system and replace it with another including a smaller cuff. There were no patient complications reported and the patient was well after the procedure.